Manufacturer narrative:
The stated tpsa value of 18.51 ug/l from (B)(6) 2015 was a repeat raw value of the sample, diluted manually at a 1:50 dilution. The stated tpsa value of 100.0 ug/l accompanied by a data flag from (B)(6) 2015 was a repeat of the sample. The stated value of 99.86 ug/l from (B)(6) 2015 was an additional repeat of the sample, automatically repeated by the analyzer. The stated tpsa values of 20.38 ug/l, 26.16 ug/l, 23.06 ug/l, 20.97 ug/l, 20.92 ug/l, and 20.80 ug/l from a different e601 analyzer on (B)(6) 2015 were measured from the suspicious diluent bottle.

Manufacturer narrative:
The e601 analyzer serial number was confirmed to be (B)(4). The stated tpsa value of 100.0 ug/l accompanied by a data flag from (B)(6) 2015 and the stated value of 99.86 ug/l automatically repeated by the analyzer were repeats performed after the sample had been centrifuged. It has been confirmed that the tpsa value of 20.38 ug/l is actually a measurement of the patient sample diluted manually 50 fold with the suspicious diluent. It has been confirmed that the tpsa value of 26.16 ug/l is actually a measurement of the patient sample diluted ten times with the suspicious diluent. It has been confirmed that the tpsa value of 23.06 ug/l is actually a measurement of the patient sample diluted twenty times with the suspicious diluent. It has been confirmed that the tpsa value of 20.97 ug/l is actually a measurement of the patient sample diluted thirty times with the suspicious diluent. It has been confirmed that the tpsa value of 20.92 ug/l is actually a measurement of the patient sample diluted forty times with the suspicious diluent. It has been confirmed that the tpsa value of 20.80 ug/l is actually a measurement of only the suspicious diluent.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for total prostate-specific antigen (tpsa). The sample initially resulted as 100.0 ug/l accompanied by a data flag. The sample was automatically repeated at a 1:5 dilution and resulted as 100.0 ug/l accompanied by a data flag. The sample was diluted manually at a 1:50 dilution and it resulted with a raw value of 19.54 ug/l. When including the dilution factor, the raw value of 19.54 ug/l was calculated to be 975 ug/l. The result of 975 ug/l was reported to the doctor. The doctor did not believe the result and asked for a repeat. The sample was centrifuged and then repeated on (B)(6) 2015 on a second e601 analyzer, resulting as 100.0 ug/l accompanied by a data flag. The sample was then automatically repeated on the second e601 analyzer at a 1:5 dilution, resulting as 104.6 ug/l. After noticing the result difference, the customer measured the diluent material (diluent universal). The result from this diluent material was 20 ug/l. The customer then took an unopened bottle of diluent and measured this material. Material from the new diluent bottle had a result of 0.011 ug/l accompanied by a data flag on (B)(6) 2015 when tested on a different e601 analyzer. The new diluent was repeated automatically by the different e601 analyzer, resulting as 0.010 ug/l on (B)(6) 2015. A tpsa value of 18.51 ug/l from (B)(6) 2015 was provided, but it is not clear if this was a repeat raw value of the sample, diluted manually at a 1:50 dilution. A clarification has been requested. A tpsa value of 100.0 ug/l accompanied by a data flag and a value of 99.86 ug/l from (B)(6) 2015 were provided. It is not clear if these values were repeats of the sample performed after the sample had been centrifuged or if any of these results were obtained from a diluted sample. A clarification has been requested. Tpsa values of 20.38 ug/l, 26.16 ug/l, 23.06 ug/l, 20.97 ug/l, 20.92 ug/l, and 20.80 ug/l from a different e601 analyzer on (B)(6) 2015 were also provided, but it is not clear if these are values from the suspect diluent bottle, the patient sample, or if any of these results were obtained from a diluted sample. A clarification has been requested. The customer noted that other parameters were measured from the suspicious diluent bottle and the results for these parameters were "normal". These parameters were not repeated on the patient sample. The patient was not adversely affected. The tpsa reagent lot number and expiration date were asked for, but not provided. The sample was analyzed on e601 analyzer (B)(4). An e601 serial number (B)(4) was also provided. A clarification of which analyzer was involved in the complaint has been requested.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Investigations performed with a retention bottle of the diluent universal showed correct recovery of tpsa. Investigations of the customer provided diluent universal bottle did not show correct recovery of tpsa due to the high tpsa recovery in the diluent bottle itself. A general issue with the diluent universal reagent lot number can be excluded. A contamination of the customer used diluent universal bottle is most likely the cause for the issue.